Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva plus system (lot number 490906, expiration date 07/31/2013). Reference medwatch report with (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer reportedly received result of 187 mg/dl on the aviva plus system and result of 100 mg/dl on the aviva nano system within 10 minutes. Customer states the meter kit was stored in the car at temperatures up to 112 degrees. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.